Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit, the patient was noted to have hematuria. No signs of congestive heart failure currently. Ldh 1200, inr 2.5. The patient was admitted to the hospital for hemolysis. A ramp study was performed. Unable to unload left ventricle optimally. Heparin gtt was started. Continue medical management at this point. Additional information received (B)(6) 2014: the patient underwent a pump exchange (B)(6) 2014 at another lvad medical center. The patient will continue care at their follow-up center.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.